Manufacturer narrative:
Analysis of historical records.orthofix (B)(4) checked the internal records related to the controls made on the device code 99-91215 batch b1042833 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot.technical evaluationthe device involved has not been returned yet. The technical evaluation of the device involved will be performed as soon as it becomes available.medical evaluationthe information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information become available.orthofix (B)(4) has requested further information on the event, i.e. Further details on the event description, patient's current health condition, copy of x-ray images both pre and post operative, availability of the device for the technical analysis. No information was received so far. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report.orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2017. - body part to which device was applied: tibia. - surgery description: fracture treatment. - patient information: (B)(6), male, (B)(6), previous health condition: healthy. - problem observed during: clinical use on patient/intraoperative. - type of problem: clinical (patient) problem. - event description: "by starting the intervention, we tried to make the bone reduction using the fixator but the screw was stuffed. The fixator got broken (totally broken) so we used another one." "Surgeon used a plate instead." The complaint report form also indicates: - the device failure had adverse effects on patient: loss of fracture reduction. - the initial surgery was not completed with device. - a replacement device was immediately available to complete surgery. - the event led to a clinically relevant increase in the duration of the surgical procedure: we lost 30 minutes for an extra anaesthesia and we tried another time to reduce the bone with difficulty. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative reports are not available. - copies of the x-ray images are not available. - patient current health condition: we follow the patient's health situation. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2017. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: (B)(6), male, (B)(6), height 170 cm, previous health condition: healthy. Problem observed during: clinical use on patient/intraoperative. Type of problem: clinical (patient) problem. Event description: "by starting the intervention, we tried to make the bone reduction using the fixator but the screw was stuffed. The fixator got broken (totally broken) so we used another one." "Surgeon used a plate instead." The complaint report form also indicates: the device failure had adverse effects on patient: loss of fracture reduction. The initial surgery was not completed with device. A replacement device was immediately available to complete surgery. The event led to a clinically relevant increase in the duration of the surgical procedure: we lost 30 minutes for an extra anaesthesia and we tried another time to reduce the bone with difficulty. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: we follow the patient's health situation. On january 18, 2018, orthofix (B)(4) received pictures, x-ray images and the following further information: the fixator screw did not function as expected. When trying to fix it after putting in place bone screws, this one got broken and a part of it kept inside. Surgeon tried to extract but it revealed impossible. There was no additional fixator to replace so he had to implant a plate. The surgery was about fracture on the 2 bones of the leg with skin prejudices and loss of bones parts. It was necessary firstly to stabilize with hoffmann 2 fixator and several acts of skin covering. Consolidation was obtained but in a vicious position, which brought to correction osteotomy through this unsuccessful xcaliber fixator operation. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4)checked the internal records related to the controls made on the device code 99-91215 batch b1042833 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received in regards to this specific device lot. Technical evaluation the returned device, received on january 17, 2018 was examined by orthofix (B)(4) quality engineering department. The visual check evidenced that one of the four screws m 6x14,8 mm code 910013 to close the clamp is broken. Other two screws were not broken, but their removal from the device was difficult. Once they were removed, the visual check evidenced that the portion of thread inside the clamp was completely damaged. The functional check was not performed, as the device is broken. The results of the technical investigation evidenced that the returned device was originally conforming to specification. The breakage of the screws is most likely to be attributable to a wrong insertion and tightening of the screws into the clamp threaded hole. Both cross-threading and excessive torque are possible cause of the failure. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2017: the device concerned is part 99-91215, which is the xcaliber metadiaphyseal kit, which includes the fixator and a dynamic compression-distraction unit. The patient is a (B)(6) male, previously healthy, with a fractured tibia. The complaint states: "we tried to make the bone reduction using the fixator but the screw was stuffed. The fixator got broken (totally broken) so we used another one." I am very concerned that this very limited report of the event suggests that the fixator was being used to attempt to reduce the fracture. January 18, 2018 with the further information and pictures received this fracture was an open grade iiib fracture of the left distal tibia. This is a very severe injury, and there is always the risk of losing part of the limb. There are 4 photographs of the leg, one from each aspect, which all show a damaged but probably intact skin covering. There is a pronounced procurvatum and a valgus deformity. There are 2 x-rays of the distal tibia, both labelled pre-op and dated (B)(6) 2017. There is one x-ray image labelled post-op. The x-rays show that this is a longstanding injury, and the report also sent states that the injury included bone loss and skin damage. It was treated with a hoffman 2 fixator, and required more than one operation to achieve skin cover. We do not know the date of the original injury. The fracture is in a poor position in valgus and procurvatum, with an oblique fracture line. It is not united radiographically, and is a hypertrophic non union. This must be regarded as an elective procedure to attempt to improve the bone position, and try to achieve union. It would have been essential to mobilise the fracture and freshen the bone to try to improve the position. However, the skin condition is poor and they would not have wished to do an open procedure. I imagine that the intention was to try to use the xcaliber fixator to improve the position. However hypertrophic non unions are normally very stiff and it would have been impossible for the fixator to achieve this. I think that they should have used an lrs system to slowly distract the non union, and reduce the soft tissue tension, at which point they could have shortened it again and made a manual correction to the position. This could have been done closed and is clearly preferable. Instead, the fixator broke so the surgeon applied a plate to the non union after making a transverse osteotomy. The position is improved: the varus-valgus position is quite good but there is some translation of the foot. There is still a significant procurvatum - 15+ degrees, previously 30 degrees. There is a 6 hole plate quite well applied and nicely contoured, but on the medial side of the tibia where there seems to have been a skin graft previously. However, the skin elsewhere is probably in a worse condition. This is a very difficult situation, and the surgeon has probably done the best that he can. The fixator failed because it was loaded beyond its design specification. I understand the concern about the foot but it looks in good condition in the photos. -february 5, 2018 with the results of the technical evaluation this technical analysis shows that one clamp locking screw has been completely destroyed by excessive torque. As I understand the technical analysis, the other clamp locking screws were intact but difficult to remove and damaged also by excessive torque. This tends to confirm my initial impression that the surgeon applied the fixator with excessive force and was attempting to reduce the fracture with the fixator, rather than the preferred technique of holding the fracture reduced with skeletal traction, and applying the fixator to a stable bone. I agree fully with the conclusions of the technical analysis that excessive torque was applied to the screws, which broke as a result, one completely and the others partially. Final comments the results of the technical investigation evidenced that the returned device was originally conforming to specification. The breakage of the screws is most likely to be attributable to a wrong insertion and tightening of the screws into the clamp threaded hole. Both cross-threading and excessive torque are possible cause of the failure. The medical evaluation evidenced as follow: this technical analysis shows that one clamp locking screw has been completely destroyed by excessive torque. As I understand the technical analysis, the other clamp locking screws were intact but difficult to remove and damaged also by excessive torque. This tends to confirm my initial impression that the surgeon applied the fixator with excessive force and was attempting to reduce the fracture with the fixator, rather than the preferred technique of holding the fracture reduced with skeletal traction, and applying the fixator to a stable bone. I agree fully with the conclusions of the technical analysis that excessive torque was applied to the screws which broke as a result, one completely and the others partially. Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix (B)(4) specifications, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is application related (excessive torque applied to the screws). Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.